Event description:
Unit is burning and patient is getting channel ele errors, he uses the tens unit on 25-30ma's.

Manufacturer narrative:
Reporting due to FDA findings during audit in 1/2015. Investigation and results: unit arrived in ifc-lowhigh, 40 minutes. (B)(4). This unit draws excessive current; q26 and q3 are damaged due to overheating. Electrode wires and power supply are functioning properly.